Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a female patient born in 2009. The following data was provided (interpretation of results <5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) initial result = 111 iu/l, repeat results = <0.73 iu/l. No impact to patient management was reported.

Manufacturer narrative:
The instrument logs of the alinity I processing module, serial number (B)(6), were reviewed and multiple parts were checked when troubleshooting the issue. The instrument service history review for the alinity I processing module serial number (B)(6) found no additional complaint tickets related to false elevated b-hcg results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a female patient born in 2009. The following data was provided (interpretation of results <5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) initial result = 111 iu/l, repeat results = <0.73 iu/l no impact to patient management was reported.